Event description:
It was reported that upon interrogation of the pulse generator, the battery values and lead impedance were not displayed. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Analysis was normal.